Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed the 5f mynx sealant into the femoral artery. The patient was taken to the or, and the mynx was successfully retrieved from the common femoral artery. The patient was recovering well, and no claudication was reported.

Manufacturer narrative:
Complaint conclusion: as reported, the physician deployed the 5f mynx sealant into the femoral artery. The patient was taken to the or, and the mynx was successfully retrieved from the common femoral artery. The patient was recovering well, and no claudication was reported. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant misdeployment (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the intravascular deployment could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, vessel characteristics and handling factors are possible contributors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿step 2: deploy sealant, align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Corrected section a2 (date of birth) from (B)(6) 1941 to (B)(6) 1941.